Event description:
Found during testing/inspection. According to the reporter, pins from the device's therapy cable broke off inside of the connector.

Manufacturer narrative:
Physio-control evaluated the device and observed low voltage pins from the therapy cable broken off and stuck in the corresponding sockets of the device's therapy connector. The cable and connector were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.